Event description:
It was reported that the patient was symptomatic with heart racing while sitting on a park bench. A large number of vhr (ventricular high rate) episodes were noted. It was also reported that the vhr showed a vp marker instead of bi-v marker annotation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 lead implanted: (B)(6) 2009; 407645 lead implanted: (B)(6) 2009. (B)(4).